Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire met resistance with the dispenser coil during removal. Analysis of the returned wire noted a core break on the distal tip and polymer/coil damage. The account confirmed that no break or polymer/coil damage was noted during unpacking. This indicated these damages likely occurred during return to abbott. Factors that may contribute to difficulty removing the guide wire from the dispenser include, but are not limited to, damage to the dispenser, unpacking technique, outer diameter of the guide wire, or damage to the guide wire. In this case, based on the analysis and the condition of the wire, it cannot be determined what contributed to the reported difficulty during removal from the dispenser. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpackaging, there was resistance removing the hi-torque command guide wire from the dispenser hoop as the guide wire stuck to the dispenser hoop. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis identified a separation of the polymer coating in 3 segments in the distal coil tip area and stretched coils were exposed in between the polymer separation segments. There was a separation of the distal core at 20mm proximally from distal solder tip. No additional information was provided.